Event description:
The patient was treated from t10-pelvis bilaterally with viper2 hardware and cougar interbody spacer. The l4 and l5 disc spaces were left untreated and anterior column support was provided at the l1/l2, l2/l3, and l3/l4 discs spaces with cougar ls. Only 1 screw was placed into the body of l4 and also into the body of s1. 6mm viper screws were placed throughout the full length of the construct. At around 3 months post-op, the patient bent over and heard an audible pop. Upon x-ray, it appears that the shank of one of the pelvic screws has broken. Surgeon has taken no action at this time, but this may result in the need for surgical intervention.

Manufacturer narrative:
Images show a broken iliac screw. Screw appears to have fractured on the shank below the screw head. Broken screw remains implanted, and surgeon may revise at a later date. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.